Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-04170. It was reported the patient's scs system was unable to stabilize pain relief to their desired pain pattern. As a result, surgical intervention was undertaken sometime in the summer of 2017 wherein the entire system was explanted.